Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in the left anterior descending artery. A 4.00x28mm promus element ¿ drug-eluting stent was advanced; however, the stent was dislodged and was removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.